Event description:
It was reported that a pt's stimulation device kept shutting off, and the level of pain she felt was greater then experienced before the implant. An un-satisfactory change in bowel movements was indicated. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).